Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. The implantable cardioverter defibrillator was post paced t-wave over-sensing on the ventricular channel. Programming changes were not made. The patient experienced no adverse consequences.